Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery, open hybrid right groin exploration, laparoscopic and neurectomy of the right genital branch of the genitofemoral nerve, open right groin exploration, neurectomy of the right ilioinguinal nerve with intermuscular reimplantation, neurectomy of the right ilioepogastric nerve with proximal intramuscular reimplantation, removal of anterior and posterior meshoma with tissue reconstruction of the floor of the inguinal canal, repair of recurrent direct inguinal hernia and extensive lysis of adhesions of colon and appendix to the previously placed mesh on (B)(6) 2017 during which the surgeon noted a folded posterior leaflet of the bilayer mesh with entrapment of the appendix and colon adhesed to the mesh, present intra-abdominally and balled up and folded into a cup like configuration. The iliohypogastric and ilioinguinal nerves were entrapped with the mesh. It was reported that the patient experienced severe pain, nerve damage, mesh migration, meshoma, tissue reconstruction, neurectomy, mesh excision, stress and anxiety. No additional information was provided.